Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic sleeve gastrectomy. While being applied to the distal stomach the device did not fire for two separate reloads. The surgeon could press the green firing button but could not squeeze the handle. The case was completed using a new reload. No patient injury.

Manufacturer narrative:
Evaluation summary: visual inspection of the returned products noted that the first reload was pre-fired and engaged in interlock. The second reload had a full staple complement. There were staples protruding from the first reload¿s proximal staple cartridge channel. Functionally the reloads were loaded into a post market vigilance instrument. The first reload¿s interlock was overridden, and the reload was applied to test media with proper staple placement and media transection. The second reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.